Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-100mg/dl fasting. Verified test strips expire 08/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 151mg/dl and 140mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:customer is concerned with all the results in the meters memory. The customer called and was advising he was getting errors on the meter. (E2) while troubleshooting the customer said he is getting high results.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-100mg/dl fasting. Verified test strips expire 08/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 151mg/dl and 140mg/dl fasting. Reviewed meter memory: 176mg/dl, (B)(6) 2015 12:00:00 pm, fasting:yes. 171mg/dl, (B)(6) 2015 11:55:00 am, fasting:yes. 172mg/dl, (B)(6) 2015 08:44:00 am, fasting:yes. 167mg/dl, (B)(6) 2015 01:27:00 pm, fasting:yes. 198mg/dl, (B)(6) 2015 08:28:00 am, fasting:yes. Memory concerns:customer is concerned with all the results in the meters memory. The customer called and was advising he was getting errors on the meter. (E2) while troubleshooting the customer said he is getting high results.